Event description:
It was reported that the extenders are popping off the screws. There were no patient complications.

Manufacturer narrative:
Additional info: macroscopic examination of associated instrument did not identify any deformation, breakage or cracking. Functional evaluation was performed utilizing a sample multi-axial screw (mas); the mas head was securely retained in the inner sleeve, even with the bone screw manually loaded at maximum angulation. No functional issues noted with extenders. Unable to replicate customer concern; after visual and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instrument. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.